Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 10.1 mmol/l. The customer stated that the buttons are not responding. The customer is disabled and does have difficulty pressing the buttons. The customer performed a bolus and had difficulty increasing and decreasing unit amount. The customer was offered to replace the pump and he agreed. The customer was advised replacement pump would need to be reprogrammed and if customer had difficulty he can call us.